Event description:
It was reported that this 41 y/o male patient had bilateral hips and his right hip was revised due to advanced wear. Patient was revised to cc xle. Patient was last known to be in stable condition following the event. Devices are not returning, facility will not allow.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of increased biomechanical stressors on the joints secondary to patient-related conditions and a combination of the risk factors specified in hhe2020-09-11-02 including but not limited to being implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available acetabular liner. However, this cannot be confirmed as the devices, radiographs/images, and operative notes were not provided. Section h11: the following sections have corrected information: (d1) brand name: nv gxl lnr, +5lat, 36mm g2-52/54mm cups. (D4) catalog number: 136-36-52, serial number: (B)(6), expiration date: 02-feb-2021, unique identifier (UDI) #: (B)(4), (h4) device manufacture date: 04-feb-2016.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, d6a, g3/g4, h6 MDR section codes updated/corrected: c, d, e, g the revision reported may have been the result of increased biomechanical stressors on the joints secondary to patient-related conditions and a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local oxidation potential) including but not limited to being implanted with a lateralized liner and combination of largest available femoral head and/or thinnest available acetabular liner. However, this cannot be confirmed as the devices, radiographs/images, and operative notes were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.